Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product was provided for evaluation. An exterior physical visual inspection was performed and passed. A transmitter voltage test was performed and passed at.21vdc. A pairing test/download was performed and passed. The cloud/share data was evaluated. No fail transmitter fatal error was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.